Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k103751, k110122, k141521. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 5.0 x 150, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 24 atmospheres for 60 seconds. The device was removed without any problem, and the procedure was completed with alternate device. There were no patient complications as a result of this event.